Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the patient alarm log of the hc device. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
During a review of the logs of the returned homechoice (hc) machine, a system error 2240 (air in line) alarm was identified during an unknown cycle. Patient injury or medical intervention was not reported. No other information is available.